Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she had been receiving no delivery alarms all morning. Blood glucose value was 365 mg/dl; current reading was 167 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit but there was greater than normal resistance. Customer was advised that the alarm was caused by a set/reservoir occlusion. Customer would change the infusion set and reservoir and call back if issue persisted.